Event description:
A huntleigh sales representative has been informed that a home care pt who was using the alpha active alternating mattress replacement system had gone into cardiac arrest at home while on the mattress. The responding emt and the pt's wife could not locate the CPR pull tag on the mattress in order to deflate the mattress quickly to perform CPR. CPR was performed on an inflated alpha active mattress; the pt subsequently expired.

Manufacturer narrative:
According to an employee at the home medical company that placed the alpha active mattress in the pt's home in 2008, this pt had been discharged from the hospital hours prior to going into cardiac arrest at home. A visiting nurse service that provided care to the home pt prior to the incident performed an investigation after the incident and found the CPR pull cord zippered inside the mattress cover. The involved mattress was subsequently returned to huntleigh for inspection, and eval. It was determined that the alpha active mattress and pump performed within all product specifications. Upon visual inspection, it was determined that the CPR pull tag was missing from the distal end of the CPR cord. According to huntleigh rental technician that shipped this mattress to its destination in june 2008, this CPR pull tag was present prior to shipment as this is part of the quality control check when the mattress is prepared.